Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator in bvvi mode with no output; the battery was prematurely depleted to 1.95 v. The cause of the early battery depletion could not be confirmed.

Event description:
It was reported that the pulse generator could not be interogated despite using multiple programmers, rooms and wand positions. There was no magnet response. The patient was in sinus rhythm between 58-62 bpm. The device was explanted and replaced.